Manufacturer narrative:
Batch review performed on 30 march 2021: lot 1900380: (B)(4) items manufactured and released on 03-may-2019. Expiration date: 2024-04-21. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any other similar reported event.

Event description:
The patient came in reporting instability and the cause of the instability is unknown. The surgeon revised the 10 mm insert with a 14mm one 1 year after primary to give the patient more stability. The surgery was completed successfully.